Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom of faulty keypad which was observed and verified during evaluation. The keypad did not respond to input correctly during evaluation which was determined to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a faulty keypad with unresponsive 5,3,9 or ¿key¿ keys. There was no patient involvement. No additional information is available.